Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported right side "capsular contracture, baker grade iii with dorsal double capsule on the right side diagnosed by palpation." Device has been explantation.

Event description:
Physician reported right side "capsular contracture, baker grade iii with dorsal double capsule on the right side diagnosed by palpation." Device has been explantation.

Event description:
Physician reported right side "capsular contracture, baker grade iii with dorsal double capsule on the right side diagnosed by palpation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 g1 h3 h6. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, air voids in the gel and wear abrasion. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.